Manufacturer narrative:
(B)(4). Correction: event/explant - actual date. The device was not returned for analysis. In the absence of the device returned for analysis a conclusive cause for the reported difficulty could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Nicholas ierovante, do, kintur sanghvi, md, prophylactic ipsilateral superficial femoral artery access in patients with elevated risk for femoral access complications during transfemoral transcatheter aortic valve replacement, jacc cardiovascular interventions, vol. 11 no. 15, 2018. [(B)(4)].

Event description:
It was reported through literature that suture placement in a severely calcified and densely scarred common femoral artery was attempted with a prostar xl device prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the prostar xl device failed to deploy because of severe calcification and scarring. Viabahn stents were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.